Event description:
It was reported that contrast leaked from the microcatheter shaft at the end of the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. There were no visual anomalies noted to the microcatheter. The device was within the specifications. During functional testing, the device was flushed under pressure and there were no issues or leaks noted to the microcatheter. Information available indicated that no damage was noted to the device prior to use and the device was prepared as per device direction for use (dfu). Therefore, an assignable cause of "not confirmed" has been assigned to the reported event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that contrast leaked from the microcatheter shaft at the end of the procedure. There were no reported clinical consequences to the patient.